Manufacturer narrative:
(B)(4). The device was manufactured august 27, 2015 - august 28, 2015. The device was received for evaluation. Visual inspection revealed a white particle approximately 0.20 square mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The reported condition was verified. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in a small volume folfusor. This was noted before patient use. The device was filled with 2850ml fluorouracil in 96ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.